Manufacturer narrative:
The assignable cause is likely to be instrument related. Whilst a review of the intellicheck information did not indicate an instrument issue, a vitros tropi es precision test was outside acceptable guidelines and the ortho field engineer observed that the microwell incubator rings were not running smoothly. The fe carried out service activities which included replacement of the signal reagent components, incubator lower heater plate, incubator inner and outer rings, and motor and pinion assemblies and pigtail harness, and made all necessary adjustments. The fe also replaced a sensor and power board and performed cleaning of the g0j2/p2 connector. The post-service vitros tropi es precision test, met all guidelines, confirming that the service activities had restored the instrument to expected performance. Based on historical quality control results, a vitros tropi es lot 2641 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2641 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition pre-analytical sample processing could not be ruled out as contributing to this event, as the customer is not following the sample tube manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Sample 1 result of 0.442 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected result was reported outside of the laboratory, however a corrected report was subsequently issued following the repeat result. No treatment was initiated, altered or stopped based on the higher than expected result. Ortho was not made aware of any allegation of patient harm. (B)(4).